Event description:
It was reported that during the procedure the promus stent delivery system (sds) was delivered and the stent deployed; however, the balloon was deflated and during retracting of the sds the stent came with the balloon. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Additional information was received on (B)(6) 2011, from boston scientific stating that the complaint device for difficulty retracting the stent delivery system (sds) from the balloon and the stent explanted with the balloon, was not a promus stent that was used. Therefore, the MDR should not have been filed against the unknown promus sds, however, since the initial MDR has already been filed, the event must remain MDR reportable.

Event description:
Subsequent information received after the intial medwatch report submitted revealed that the stent delivery system (sds) used in the procedure was not a promus sds and was not an abbott device.